Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD ,implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have a recalled lead and was told "it would eventually go bad." As well, the patient asked why they are paying for a faulty lead. The lead is still in use. No patient complications have been reported as a result of this event.